Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain. The patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (2 g every 5 days for 2 weeks) and oral diflucan (200 mg daily; given as a precaution) for peritonitis. Dianeal therapy remained ongoing. The patient was retrained on proper aseptic technique. The patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.